Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error during prime. The patient's blood glucose level was 500 mg/dl at the time of the call. The customer did not mention any form of treatment and was not hospitalized for the high blood glucose. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and passed the motor test. The rewind feature functioned properly during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.